Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The technician confirmed the reported sparks at the power plug assembly. The sparking condition is fully contained within the power plug assembly clear plastic housing, which shields the user from exposure. This issue can be attributed to repeated pulling on the power cord, typically to unplug the device from the wall outlet. Unplugging the device in this manner can result in the internal wire connections between the power cord and the plug assembly loosening over time, which leads to the sparking condition. The power cord and power plug assemblies were replaced, and the rover was returned to use.

Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, sparks were observed from the neptune rover power plug when the unit was activated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.